Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement as pump was being used for demonstration. The pump was replaced to address the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.